Manufacturer narrative:
The logs for the navigation system were reviewed by medtronic personnel. However, the logs provided no additional insight into the probable cause of the anomaly. The behavior of the reported issue was found to be consistent with a known anomaly in the medtronic navigation software anomaly tracking database. This issue was documented in a medtronic navigation software anomaly tracking database. The patient archive used in the procedure was shipped to medtronic for evaluation. However, when received, the archive could not be loaded due to corruption.

Manufacturer narrative:
A medtronic representative went to site to test the equipment. Representative was unable to replicate the reported issue. A system checkout was performed. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts were replaced. No parts have been received by manufacturer for evaluation.

Event description:
A medtronic representative reported that while in a procedure, with the navigation system, blending the magnetic resonance imaging (mr) which was merged with computed tomography (CT) could not be achieved. When selecting the mr image, the navigation system would pause momentarily to perform the task, however no results were displayed. Rebooting the system, reloading the exams and cycling the views did not resolve the issue. The procedure was completed without the use of navigation. There was a delay of less than 1 hour. No impact on patient outcome.